Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging short of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging short of breath. There was no report of serious or permanent harm or injury.  The device was returned to the manufacturer's service center for further evaluation. The manufacturer evaluated the device externally /internally and observed dust/dirt contamiantion inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a source external to the device and evidence of water ingress on the blower and blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and the manufacturer confirmed the presence of contamiantion in the airpath,there is no evidence of sound abatement foam degradation/breakdown in the base unit.